Event description:
It was reported that auto triggering occurred during patient treatment. There was no patient harm. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
It was reported that auto triggering occurred during patient treatment. A fully sedated patient with brochospasm was ventilated in volume control on a servo-u where a problem with double triggering by an 'oscillating' flow curve occurred. To avoid the risk of double triggering, the default setting of the trigger was changed. A proposal to incorporate a refractory period in all modes to reduce double triggering and the risks associated with it was received. Self-trigger situations can for example occur if the level of trigger sensitivity is set too high or if there is a leak in the patient circuit. It can also occur with some combination of lung characteristics in the patient, for example patients with high expiratory resistance, together with patient tubes that are softer and spring more, for example lightweight disposable tubes. No further information (ventilator serial number, device logs covering the event, hospital name and address, etc.) Has been received despite reminders. The proposal has been forwarded to the research and development department to be considered as a basis for future improvements. There was no indication of a technical ventilator malfunction. H3 other text : 4117.